Event description:
Last month, a patient was scheduled for removal of a malfunctioning penile implant with replacement. The original implantation of the ams 700 lgx penile implant occurred three months ago. Post implantation, attempts at inflating the prosthesis were unsuccessful. The pump was extremely hard to compress and after a tremendous amount of pressure to get it to depress, it failed to inflate. The exact cause of the problem was unknown. During implant replacement surgery on last month, the system was deficient of fluid with the pump flat. After explanting the pump and cylinders and filling that system, no leak was identified. The reservoir contained fluid which drained after cutting the tubing to the pump. After the reservoir was removed, that also was filled with water and no leaks were identified. The following ams conceal low profile penile implant with reservoir and ams 700 lgx ms pump were removed and provided to the ams rep:catalog #720185-01, size 100ml; catalog #72404251, size 15x12; catalog #72404325, size 5.0; catalog #72404326, size 6.0. The manufacturer response for the penile prosthesis, ams conceal low profile penile implant with reservoir and ams 700 lgx ms pump has been no response to date.